Event description:
The customer reported via phone call that their insulin pump would not stop priming and that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 114 mg/dl. While troubleshooting, the customer received the compromised force sensor system again. The customer stated that insulin was squirting out. The customer was unable to program a bolus because the insulin pump was in the rewind mode. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No rewind anomaly was noted and the insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump alarmed during the basic occlusion test due to a loose and shifted drive support disk. The functional testing could not be completed due to this alarm. The insulin pump had a missing end cap sticker, cracked reservoir tube lip and minor scratches on the display window.